Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer was failed. A field service engineer (fse) opened the back panel, and the lights on the drawer controller were fine; it was a new one with a part number and showed no sign of orange paint. However, the orange light on the right side of the pyxibus module board was missing. The fse powered the station off and, upon opening drawer 1, found that the plastic hinge on the retractor band was snapped. The fse replaced the pyxibus module board and the retractor band. During testing, the same issue occurred again. The fse powered the station off and replaced the drawer controller board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 was keeps failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.